Manufacturer narrative:
Retainer = black. The insulin pump was returned for pump error 25 alarm on event date 09/23/2021. Insulin passed the displacement test and self-test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. Detailed trace analysis did confirm power loss alarm and pump error 25 alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes, due to latch esd at ic. Problem isolated to electronics assembly. Insulin pump was cut open to perform visual inspection and found no moisture damage noted on force sensor, 40 pin flexible printed circuit/liquid crystal display, electronics stack electrical board, motor and battery tube. Insulin pump received with cracked battery tube threads, missing display window cover, cracked retainer, cracked keypad overlay at select button and cracked case at battery tube side. The insulin pump p-cap / test reservoir locks in place properly. Insulin pump was not confirmed for power loss alarm and pump error 25 alarm problem isolated to electronics assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected pump error alarm. Customer was able to clear the alarm but unable to complete rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.